Manufacturer narrative:
(B)(4). Eval: results/conclusion: (occlusion, calcification), (resistance experienced during insertion).

Event description:
An attempt was made to use amphirion deep pta balloon catheter to treat a lesion located in an occluded below the knee artery. No abnormality was noted during preparation of the device and inspection prior to use. It was reported that mild resistance was experienced at time of insertion and the balloon ruptured on 1st inflation at 6 atms. No health hazard was caused to the pt. No other clinical sequelae were reported.